Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic laparoscopic procedure, the probe broke inside the patient after a short time of use. The broken part was recovered and disposed of by the customer. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10066 to provide additional information based on the evaluation of the device. The device manufacturer date was identified and filled in. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of the evaluation on december 16, 2016, omsc confirmed that the probe was broken at 13 mm from the distal end. The broken probe tip was not returned. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed with the scratch as the starting point. A scratch occurred on the non-insulated part of the grasping section. The tissue pad was worn away. The manufacturing history of the subject device was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn when the user continued to activate seal & cut mode without contacting the tissue (including after the tissue was already cut), or ourtput with grasping tissue and twisting the device. Since the ptfe pad was worn, the probe contacted with the non-insulated part of the grasping section, and a scratch occurred on the probe and the non-insulated part. The crack developed with the scratch as the starting point when the user output in seal & cut mode or grasped with the tissue. The probe damage error occurred. The probe was broken when the user grasped or output in seal & cut mode. The following details are found in the instruction manual as warning: a) do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. B) do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or positioning the tissue, or twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the thunderbeat instrument, and then activate. Otherwise, it may cause the deforming/splitting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity.